Manufacturer narrative:
(B)(4) - medical intervention. (B)(4). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03536 for the other associated device information. It was reported to boston scientific corporation that two 10mm x 80mm wallflex biliary rx fully covered stents were involved during a biliary stent placement procedure on (B)(6) 2010, as part of the (B)(4). According to the complainant, the patient had a liver transplant and cholecystectomy on (B)(6) 2004. On (B)(6) 2010 a pre-study stent placement cholangiogram was performed and revealed a mid biliary stricture. No baseline biliary symptoms were reported, and baseline liver function tests are as follows: alkaline phosphatase = 39 iu/l, bilirubin = 0.70 mg/dl, gamma gt = 27 iu/l, sgot (ast) = 31 iu/l, and sgpt (alt) = 23 iu/l. The stricture had previously been treated with a sphincterotomy, balloon dilatation, and a plastic stent; however, a sphincterotomy was not performed during the study stent placement procedure. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. The first stent package (manufactures report # 3005099803-2010-03536) was opened, but placement of this study stent was not attempted. Per the site, "the stent did not look right" to one of the nurses. Despite attempts boston scientific has been unable to confirm the exact issue with the first stent device. A second a wallflex biliary rx fully covered stent was deployed in satisfactory position across the stricture. However, during the study stent placement, the patient experienced right upper quadrant pain. The patient was treated as an outpatient. During the patient's one week post stent implantation visit, it was reported that he was still experiencing right upper quadrant pain. The patient was treated medically. The patient's condition post procedure was reported as "recovering/resolving". The investigator's reported device causality assessment was reported as "highly probable". However, the investigator's assessment on the relationship between the event and the study stent placement was reported as "unrelated".